Event description:
It was reported that a continu-flo solution set had leaked. During priming the set disconnected, at the distal end, resulting in a leak. The reporter was unable to describe the exact location of the disconnection. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.